Manufacturer narrative:
D10 - date returned to MFR - december 2, 2020 h10: h10: received one used list #034-h2629, appx 1.0 ml, adaptador universal para sistemas IV con spiros¿; lot #unknown the used 034-h2629 bag spike adapter was confirmed to be separated at the bond between the od of the male luer shaft cylinder and the ID of the shunt adapter tubing. This bond separation would result in leakage. There was evidence of insufficient solvent coverage at the bond junction. The probable cause of the bond separation and subsequent leakage is insufficient bond coverage during manual assembly. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional information can be found in section b5.

Event description:
Additional information received clarifying the event. This report reflects the unspecified chemotherapy spill that occurred at the connection and this is the first device with this patient.

Manufacturer narrative:
Concomitant medical products: (B)(4). The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a chemoclave that the customer reported a the moment to change the unspecified chemotherapy for saline solution, a spill occurred from the connection of the spiros with the punch. There was patient involvement, however, no one was harmed as a result of the event.